Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of high hv lead impedance and an output anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the field event could not be determined.

Event description:
It was reported that during device implant, the patient could not be converted with 40j shock at dft testing. External defibrillation of 50j was applied and successful. High voltage lead impedance high to out of range was observed afterwards. Device was replaced and returned.